Manufacturer narrative:
The initial report occurred on 06/20/2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Onsite investigation suggested that the issue was caused by the communication cable and the polaris spectra system control unit (scu). Replacement of these parts resolved the issue. No further issues were reported. Analysis of the returned cable could not confirm any failure as it functioned as intended and without issue. Analysis of the returned scu confirmed physical damage as the pins within the straight lemo connector were twisted and bent. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the camera was unable to communicate with the system. In both cranial and spine the camera would have a red x and the camera would be cycling every 10 seconds. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: evaluation of the polaris spectra system control unit (scu) and the cable were initially reported incorrectly. Analysis of the scu was found to be fully functional and the cable had the reported physical damages.